Event description:
It was reported that following sterile transfer of power module, the lid was not able to be engaged with the recon saw hand piece. As a result, the saw was not available for use for the hip arthroplasty procedure. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The devices were returned for evaluation. Tests have shown that both parts are in working order. The lid can be normally locked and the switch can be used as per instruction. Therefore, the root cause could not be determined. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.